Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer would not function properly, errors displayed. Followup indicates the error occurred at start-up, the programmer was nonfunctional at this point. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported error, however, the programmer booted up to a system error. Analysis found the release latch was broken off of the printer drawer. One power cord bay door latch tab and the keyboard latch were broken. The stylus cable was damaged.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.